Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that "the pump stopped working". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: the pump booted up with audible and vibratory alerts. The display screen contrast was dim and pink . The pump was exercised for a minimum of 24 hours with no alarms or warnings being duplicated. The black box and pump history showed no evidence of power or delivery malfunctions. Alarm and warning records were all typical of normal patient use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.